Event description:
The customer stated, the architect i2000 analyzer generated an elevated cea result of 10.2 ng/ml. The sample was retested and a result of 4.0 ng/ml was generated and the customer determined this was the correct result. The customer was asked to check the sample sub-reads and determined an elevation of relative light units, as the customer confirmed there was no problem with the cea reagents. The suspect result was not reported out of the lab, therefore, there was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect i2000 analyzer, list # 8c89-01, serial # (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.